Manufacturer narrative:
The alarm trace revealed sample liquid level detection (lld) errors on (B)(6) 2021 and (B)(6) 2021. These errors suggest pre-analytical handling issues. On (B)(6) 2022, an instrument data check was performed which gave successful results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable elecsys total psa immunoassay result for one patient sample from the cobas e411 disk analyzer. The initial result was 0.206 ng/ml. The repeat results on (B)(6) 2021 were 8.16 ng/ml and 8.21 ng/ml with data flags. The questionable result was not reported outside of the laboratory. The reagent lot number was 50654700 with an expiration date of 31-mar-2022.

Manufacturer narrative:
The provided calibration and qc data were acceptable. The investigation is ongoing.